Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman trifusion central venous catheter. On (B)(6) 2025, during the procedure inlet tubing noted to have air mixed in with blood during aspiration. On (B)(6) 2025, catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm trifusion t/l catheter was returned for evaluation. Visual, microscopic, tactile, functional and hydrostatic pressure testing were performed. Caps were noted on all the luers. The sample was returned with all clamps engaged. The tissue cuff was intact and had residue throughout. All the three lumens were patent to infusion and aspiration with no leaks. Flow rate felt normal throughout all tests performed. Hydrostatic pressure testing showed no leaks in three lumens. Therefore, investigation is inconclusive for the reported air/gas in device, restricted flow rate and decrease in suction issues as the sample evaluation indicates no issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman trifusion central venous catheter. On (B)(6) 2025, during the procedure inlet tubing noted to have air mixed in with blood during aspiration. On (B)(6) 2025, catheter was removed. There was no reported patient injury.